Event description:
During stapling with autosuture multifire endog1a30 of the appendical stump, the entire end of the instrument came apart in pt's abdomen. The staple cartridge and the anvil device were taken at the end of the procedure and read as the negative.